Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user account was inactive, and the user was unable to log in to the application using fingerprint authentication. Temporary employees were configured to be inactivated after five days. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the application using her fingerprint. A technical support specialist confirmed that employee profile showed inactive as of the expiration date on 12/28/25, likely due to their settings for temporary employees to expire in 5 days and provided customer with the product support email for assistance with reactivation. The 5-day expiration setting also needed to be reviewed and sent an email to the product support team. The system functioned as intended after the technical support specialist investigated the issue.